Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The identified system error 322 was confirmed and reproduced. Past repairs have led to the determination that the upper auxiliary was the failing component. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 322 alarm. There was no pt involvement.